Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025 around 8:00am, the cgm reading was low for several hours and the patient ate without taking any insulin. There was no bg taken until several hours later because she was traveling by train and had forgotten her bg meter at home. Around 3:00pm she felt very sick, and an ambulance was called. The paramedics took a bg reading which was 32.9 mmol/l and 0.4 mmol/l ketone value. There was no reported cgm value. The patient took extra insulin through pump and her bg was stabilized. The paramedics treated the patient with IV fluids. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.